Event description:
It was reported that the lv lead 4046/(B)(4) was capped/abandoned on (B)(6) 2021 due to high pacing thresholds. Epicardial lead capped. Previously capped cs lead was uncapped and put back into use.